Event description:
It was reported that during a laparoscopic hysterectomy procedure, there were 2 devices used the procedure, a b12lt and a cb12lt. When the surgeon was removing the instruments out of the trocars normally there was an air leak. If he removed them quickly there was no seal leak. They did not know which device was leaking; however, by observation in the biohazard bag it appears to be the b12lt. They completed the case with the devices being used. There was no adverse consequence to the pt reported. In addition to the two trocars above being returned, we also received a b5lt.

Manufacturer narrative:
(B) (4). (B) (4). Melted sleeve. Evaluation summary: the analysis results of the device found that it was received with the sleeve melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. However, the device was leak tested and it passed. A batch record review was performed and no anomalies were found during the manufacturing process.